Manufacturer narrative:
Quality control results were acceptable. The meter and strips have been requested for return. No strips were available to be returned. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The application specialist performed testing with the following products: customer meter (B)(6) customer strips (lot 670448 exp 29-02-2024) level 1 lot 20103501 result 45 mg/dl level 2 lot 20103501 result 305 mg/dl customer meter (B)(6) customer strips (lot 670448 exp 29-02-2024) level 1 lot 20103501 result 44 mg/dl level 2 lot 20103501 result 301 mg/dl three patient samples were tested with all 3 meters and all results are within acceptable range. No information was provided in the complaint case that would point to a cause for the result discrepancy. H3 other text : na.

Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meters. Patient 1 at 7:06, the result from meter serial number (B)(6) was 253 mg/dl. At 7:08, the result from meter serial number (B)(6) was 176 mg/dl. Patient 2 at 7:13, the result from meter serial number (B)(6) was 300 mg/dl. At 7:12, the result from meter serial number (B)(6) was >600 mg/dl. Patient 3 at 7:07, the result from meter serial number (B)(6) was 436 mg/dl. At 7:00, the result from the laboratory was 107 mg/dl. Patient 4, at 7:17, the result from meter serial number (B)(6) was 290 mg/dl, at 7:19, the result from meter serial number (B)(6) was 159 mg/dl. On (B)(6) 2023, patient 5 at 17:05, the result from meter serial number (B)(6) was 422 mg/dl. At 17: 06, the result from meter serial number (B)(6) was 257 mg/dl. Patient 6 at 12:37, the result from meter serial number (B)(6) was 574 mg/dl. At 12:40, the result from meter serial number (B)(6) was 117 mg/dl.